Event description:
It was reported when using the pyxis medstation es system could not remove a loaded medication and displayed a non-formulary message only in the medsurg station, with no problems in other stations. The customer reported that the venlafaxine 37.5mg ER cap medication cannot be removed from the medsurg pyxis station. It displays a message stating, "one or more items not in the formulary, cannot be removed." However, this medication was listed as active in both the pharmacy and facility formulary, and it appeared in the medsurg inventory when a hospital-wide inventory was conducted. In contrast, it can be removed without problems with the ICU, triage, and fast ER medstations. The "non-formulary" issue only occurs in the medsurg pyxis. The customer has attempted to unload and reload the medication, as well as inactivate and reactivate it, but the problem persists. The customer stated that there was delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the loaded medication could not be removed from the station. A technical support specialist unloaded the medication from the station, eliminated it from the facility formulary, authorized the medication, configured the necessary settings, and successfully reloaded the medication. The system functioned as intended after the technical support specialist troubleshooted the device.